Manufacturer narrative:
The 6895 mariner shower commode was returned to invacare for inspection, which was completed on 10/16/2019. Through visual inspection of the device, it was observed that there was no damage to the side frames or cross brace. The seat and backrest were inspected, and it was noted that no damage was present. The drive wheels and casters were also inspected. It was also observed that no damage was present. During functional testing the shower chair was able to maneuver in the forward,right, left and reverse directions without issue. The wheel locks were able to engage, preventing the wheels from rotating, and disengage without issue. Finally, the shower commode was able to fold.

Event description:
The caregiver stated that the end-user was using her new 6895 shower chair for the first time, she was leaning back to wet her hair, and the chair flipped backward, and she hit her head and cut her scalp. The caller states the end user was taken to the hospital by ambulance where she received 12 staples in the back of her head. The caller states the end user was released.

Manufacturer narrative:
This is a distributed product and this report will be sent to the manufacture, jiangsu yuyue medical equipment & supply co ltd. There is no malfunction or defect alleged. It appears that it is not the correct shower chair for the end user. The end user is an incomplete quad with bilateral amputations of the lower extremities which caused her weight to be distributed more to the top of her body. The weight distribution caused end user to tip backwards. There was no malfunction of the shower chair. The dealer is returning the unit for end user and working with them to find something that will work with their needs. Should additional information become available, a supplemental record will be filed.

Event description:
The caregiver stated that the end-user was using her new 6895 shower chair for the first time, she was leaning back to wet her hair, and the chair flipped backward, and she hit her head and cut her scalp. The caller states the end user was taken to the hospital by ambulance where she received 12 staples in the back of her head. The caller states the end user was released.